Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however a photograph was provided. Inspection of the photo identified that the lavender coiled cap was detached from its housing, confirming the reported condition. Since the actual device was not returned the cause of separation of the coil cap cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of a folfusor fell apart when the patient returned to the hospital for the device to be detached. This occurred after the full dose of the unknown drug was successfully infused into the patient. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be unavailable for evaluation; however, a photograph of the device was provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.